Event description:
In (B)(6) 2008, the patient's strata valve was replaced with the osv-ii valve. The patient was not getting any relief from the strata valve and his ventricles were still enlarged. The patient reported that with the osv-ii, there was a definitive incremental difference in ventricular size and headache/cognitive complaints with his dietary intake of fats. The patient stated that even eating a heavy meal within several hours of bedtime, he would be typically awakened early in the morning with headaches and increased intracranial pressure (icp) complaints. However, once he tempered his diet, his complaints improved and he was able to live with the osv-ii until it failed in (B)(6) 2010. The patient's standard osv-ii was replaced with the low profile osv-ii in (B)(6) 2010 (cross referenced to complaint (B)(4)). Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.